Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. A 2.25x24mm promus element plus drug-eluting stent encountered severe resistance during advancing and was not able to cross the lesion. The proximal of the stent was found to be lifted when the device was removed and checked outside from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were misaligned and pulled proximally. This type of damage is consistent with the stent meeting resistance upon advancement. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. A 2.25x24mm promus element plus drug-eluting stent encountered severe resistance during advancing and was not able to cross the lesion. The proximal of the stent was found to be lifted when the device was removed and checked outside from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).